Event description:
A report was received that the patient's paddle lead was showing under the skin. The patient underwent a lead revision. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remained in patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.